Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen due to the touch screen (overlay misalignment). It was noted in the lower left hand corner of the display there was no deviation and in the upper right hand corner there was a big deviation. It was also noted a stylus calibration did not resolve. Analysis found the cable of the stylus was damaged (working correctly). Software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported despite calibration, pointer and stylus does not match after couple days. The programmer was returned for service. No patient complications have been reported as a result of this event.